Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen via an implantable pump. It was reported that during the update, after a refill, the communication stopped, and the screen said the pump stalled. However, th ere was no magnetic resonance imaging (MRI) was done. Troubleshooting: reinterrogation was performed, and settings needed to be updated again. Ther was no intervention since the pump was working. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump recovered itself after the reinterrogation. Nothing was done. The cause of the motor stall was unknown. There were no environmental, external, or patient factors that may have led or contributed to the issue. The motor stall was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.